Manufacturer narrative:
The insulin pump was received with bleeding and cracked glass on the lcd board. The insulin pump has minor scratches on lcd window. The insulin pump was also received with dog chew marks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump screen is crack. Customer's blood glucose was unknown mg/dl. The customer stated that he is unable to read the numbers on screen. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device will be replaced and agreed to return the product for analysis.